Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus and basal delivery. Unable to confirm the e70 error alarm due to erased history file. The motor was tested outside the device and passed; the motor may have had an intermittent failure that was not detected during our testing. The insulin pump passed rewind, basic occlusion, prime and displacement tests. The insulin pump had minor scratches on the lcd window, cracked case at the display window corners, broken battery tube threads and missing the end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during fill cannula. Customer's blood glucose was 8.9 mmol/l. The customer stated that there is no significant events leading to the alarm. Customer stated that they received an e70 alarm. The customer stated that the device was never exposed to MRI, x-ray, or magnetic field. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.